Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion was noted at 18.6 cm to 18.7 cm from the connector pin, exposing the outer coil proximal to the suture sleeve impression. Abrasions are consistent with constant friction with another implantable device. This most likely contributed to the reported complaints from the field. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly and noise. The lead was explanted and replaced. No additional information was available.